Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the gel was attaching to the probes of the instrument. No patient impact reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6. Investigation summary: one hundred (100) retention samples from bd inventory were evaluated by visual examination. No issues were observed relating to oil gel globules as all samples met specifications. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. At this time, further testing is not indicated. Based on a review of the device history record for incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode oil gel globules. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the gel was attaching to the probes of the instrument. No patient impact reported.